Event description:
The customer received a blood glucose reading of 254 mg/dl on the contour next link 2.4 meter. The customer performed repeat testing on two alternate meters and the readings were 86 mg/dl and 84 mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New strips, meter and controls solution were sent to the customer.

Manufacturer narrative:
Describe event or problem section of the initial MDR indicated that the reading of 254 mg/dl was obtained on the contour next link 2.4 meter. Based on the additional information received, the reading of 254 mg/dl was obtained on the contour next link meter. Sections have been updated with the correct information.

Event description:
The customer received a blood glucose reading of 254 mg/dl on the contour next link meter.